Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828816) was implanted via vp shunt on unknown date with setting 4. On (B)(6) 2022, patency was checked due to ventricular enlargement, but shunt obstruction was suspected. The valve was removed and replaced on (B)(6) 2022. The patient is in the follow-up.

Manufacturer narrative:
The certas valve (ID (B)(6)) was returned for evaluation. Failure analysis: the position of the cam when valve was received was at setting 4. The valve was visually inspected and needle hole was noted in needle guard chamber. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation.the possible root cause for the issue reported by the customer, could be due to ¿a sudden increase in csf flow this would close the ball and cone valve and the entire volume of csf will be forced through the longer spiral passage, effectively slowing the rate at which csf is shunted from the brain, as noted in the IFU under siphon guard.

Event description:
N/a.